Manufacturer narrative:
H11: manufacturing review: the device history records have been reviewed, and this lot met all release criteria. Investigation summary: although the sample was not returned for evaluation, two electronic photos were provided and reviewed. The first photo shows full view of drainage catheter placed inside the product package where threads were coming from proximal and distal end of catheter. The second photo shows full view of drainage catheter where threads were coming from proximal and distal end of catheter. Leak cannot be verified from photos. Therefore, the investigation is inconclusive for the reported leak issue as provided photos are not sufficient to confirm the issue for both the devices. The definitive root cause could not be determined based upon available information. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. Section a through f: the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
The patient underwent an ultrasound guided percutaneous transhepatic cholangiography drainage (ptcd) catheter placement procedure using navarre universal drain catheter. Post the procedure on (B)(6) 2026, leakage was observed from a small hole in the sure-lok tm component, specifically involving damage to the sure-lok tm thread. The procedure was completed using another catheter. There was no reported patient injury.